Manufacturer narrative:
The pump ((B)(4)) was returned for analysis and analysis of the device found no anomalies. Additional review determined that the conclusion code no longer applies and has been updated.

Manufacturer narrative:
Info referenced the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The system was returned for analysis.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (3 mg/ml at 2.7 mg/day), bupivacaine (12 mg/ml at 9.9 mg/day), and clonidine (350 mcg/ml at 290 mcg/day) via an implanted pump. The indication for use was spinal pain and complex regional pain syndrome. The patient's concomitant medications included duragesic patch, dilaudid, amitiza, and mobic. The patient's pertinent medical history included chronic regional pain syndrome in right upper and lower extremities, neuropathic pain, lumbar radiculitis. On (B)(6) 2016 it was reported that the patient had a motor stall within the past year. The hcp did not know the exact date of the stall or recovery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.